Manufacturer narrative:
(B)(4). A manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
The patient was revised due to infection. Doi : unknown, dor : (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.